Event description:
Per the surgeon's report, this pt's device was explanted due to another medical problem. Reimplantation is planned in 2 to 3 months.

Manufacturer narrative:
This is a final report. This type of event is addressed in the device labeling.